Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel disfunction. It was reported that they were told certain things to protect the system from not working (patient activities). Patient said that this was their second time having to have the wires reconnected. Patient mentioned that they had a surgery because the wires were disconnected for a while and they didn't realize it wasn't working and they don't know if they fell and dislodged it. Patient wanted to know what things they should be avoiding to ensure device doesn't need replacement. Agent reviewed requested information with the patient. Patient also said that when they were in a jacuzzi, and they were in front of the massager sprayer and stated that they were unsure if that is what could've damaged the device. Caller also mentioned that they were still having fecal leakage and wanted to know what adjustments to make. Agent reviewed programming guidance with the caller. Caller wanted to know what other options were if they have tried all seven programs. Agent reviewed and redirected the caller to their doctor if they are in need of further programming assistance.